Manufacturer narrative:
Per tandem's user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to water. The customer blood glucose (bg) level was "high", although a specific value was not given. The customer had not addressed their bg at the time of troubleshooting. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.